Manufacturer narrative:
Additional information added.

Event description:
Weight was placed on the rail to stand when the rail slipped caused a fall to the floor.

Manufacturer narrative:
It was reported that a fall occurred and the customer was not able to get off the floor for several hours. About three weeks later the customer moved into a "nursing home". It was reported that her health "continually declined". It was reported that "an exam showed that the impact of the fall had caused the mesh installed to support her bladder to fail. Her bladder had descended to her colon. The only correction was a surgery that she was too weak to withstand." Death was reported on (B)(6) 2022.